Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2024-00477. It was reported patient underwent surgical intervention on (B)(6) 2024 during which the leads were explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2024-00477. It was reported that the patient lost therapy because the leads had migrated. Surgical intervention may be pending to address the issue.